Manufacturer narrative:
A ge representative has not yet reported on eval of the system. (B) (4).

Event description:
The customer reported the system is really slow and will not save images. No pt injury was reported.